Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that the tip of the driver broke off in the set screw. The set screw was removed and replaced. No patient complications were reported.

Manufacturer narrative:
Additional info: visually confirmed that the first ¿3.5mm of the tip is twisted. The dimensional and hardness test on the item did not reveal any out of print specifications. Under microscopic examination there does not appear to be any breakage of the tip jut twisting. The damage is consistent with torsional overload.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.